Manufacturer narrative:
Source of report (literature): seq number: 1. Author: arash moghaddam. Journal title: unfallchirurg. Article title: results of nonunion treatment with bone morphogenetic protein 7 (bmp-7).

Event description:
On (B)(4) 2012 olympus biotech pharmacovigilance learned of an adverse event in the literature: 'results of nonunion treatment with bone morphogenetic protein 7 (bmp-7)', a. Moghaddam-alvandi et al, published in unfallchirurg, 2012, doi (B)(4). A pt (demographics unknown) who received bmp-7 for an unspecified nonunion experienced 'absence of bone consolidation' and implant fracture, necessitating revision surgery. The authors reported that fracture consolidation with reposition loss did occur, but that the pt refused corrective osteotomy. The authors reported using bmp-7 "of label" in all long bones. No further detail was provided with regard to specific location of treatment as it pertained to reported adverse events. Additional info has been requested from the authors.